Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient awoke around 3:00 am experiencing symptoms consistent with hypoglycemia, including thirst, dizziness, shakiness, sweating, and a headache. She checked her dexcom cgm, which indicated a low glucose level, though she could not recall the exact value. In response, she consumed food to raise her blood sugar. Despite this, her cgm readings remained between 50-90 mg/dl. She did not confirm these readings with a bg meter. Concerned that her glucose levels were not improving, she went to the emergency room. Upon arrival, her cgm displayed a reading of 90 mg/dl. However, a bg meter reading taken by hospital staff showed a significantly elevated glucose level of 540 mg/dl. The medical team removed and discarded the cgm device. The patient was treated with insulin and intravenous fluids and monitored using a bg meter. Her glucose level subsequently decreased to 315 mg/dl, and her symptoms improved. She was discharged approximately two hours later. At the time of reporting, the patient was in stable and okay condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when cgm readings remained between 50-90 mg/dl. The reported glucose values fall within the d zone of the parkes error grid when the patient was checked at the hospital. No additional patient or event information is available.